Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Microscope inspection showed wrinkles around the heat shrink tubing of the drive cable. Impedance testing showed an electrical open at the distal end of the catheter, between 0 and 10 cm from the distal housing. Functional testing showed that the device could not be flushed when the telescope was fully retracted or fully advanced.

Event description:
It was reported that a catheter issue occurred. The severely stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation outside the patient, the device could not be flushed, and air bubbles were observed, resulting in an unclear image. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported.

Event description:
It was reported that a catheter issue occurred. The severely stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation outside the patient, the device could not be flushed, and air bubbles were observed, resulting in an unclear image. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).